Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report a hospitalization due to high blood glucose. The current blood glucose reading is 430 mg/dl. Treated with manual injection and bolus. Caller stated that the customer had food poisoning, which had elevated the blood glucose reading. Caller went to customer's house, the blood glucose reading had increased to 566 mg/dl. The paramedics were called to the residence. The customer was rushed to the hospital. Diagnosed diabetic ketoacidosis. Treated with manual injections. During troubleshooting, time and date are correct. High pressure test passed. Nothing further reported.